Event description:
Additional information received medication changes were not required. Conservative treatment was the computed tomography (CT) monitoring. Per the physician, the dissection was the result of the delivery catheter system (dcs) interacting with the tortuous anatomy. Prolonged hospitalization was required to monitor the patient. Discharged occurred 9 days following the valve implant.

Manufacturer narrative:
Updated data: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a bioprosthetic transcatheter valve, there was difficulty crossing the tortuous and heavily calcified aortic anatomy. With the first attempt to cross the aortic arch, the delivery catheter system (dcs) through an 18fr non-medtronic sheath over a non-medtronic small wire was unsuccessful. The second attempt to cross aortic arch was made with the dcs through the18fr non-medtronic sheath over a double curve non-medtronic guidewire was also unsuccessful. The third attempt to cross aortic arch was made with a non-medtronic guidewire through a non-medtronic goose neck snare. With assistance from the snare, the dcs through the 18 fr non-medtronic sheath was then successfully able to cross the aortic arch. The evolutfx-29 valve was implanted successfully. A post-dilatation with 23 millimeter non-medtronic (mm) balloon was performed. The mean invasive gradient measured 2 millimeters of mercury (mm hg). There were no vascular issues observed at time of implant. A computed tomography (CT) was performed due to the difficulty crossing the arch. Two type b dissections were identified. One dissection was located in the abdominal aorta and the other in the aortic arch. The patient was doing well post-operatively. No further was action planned at that time.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; explant date n/a product ID l-evolutfx-2329 (lot: 0012413025); product type: 0195-heart valves; implant date n/a; explant date n/a product ID: 18fr gore dryseal sheath (lot: unknown); product type: sheath; implant date: n/a; explant date: n/a product ID: safari guidewire (lot: unknown); product type: guidewire; implant date: n/a; explant date: n/a product ID: lunderquist double curve guidewire (lot: unknown); product type: guidewire; implant date: n/a; explant date: n/a product ID: amplatz gooseneck snare, numed balloon (lot: unknown); product type: dilator balloon; implant date: n/a; explant date: n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that, upon deployment, an expansion defect was observed. A post-implant balloon dilation was performed in this case, and per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. It is likely the patient¿s tortuous and heavily calcified aortic anatomy contributed to the reported event. Difficulties advancing the delivery catheter system (dcs) through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was reported that the patient¿s anatomy was tortuous and heavily calcified. Vascular complications, such as dissection, are a known potential adverse patient effect per the IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/ or procedural effects (sheath used, user technique, puncture cut location, etc.). In this case, it was reported that per the physician, the dissection was the result of the dcs interacting with the tortuous anatomy. There was no information to suggest a device quality deficiency or a failure to meet manufacturing specifications was related to these events. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a bioprosthetic transcatheter valve, there was difficulty crossing the tortuous and heavily calcified aortic anatomy. With the first attempt to cross the aortic arch, the delivery catheter system (dcs) through an 18fr non-medtronic sheath over a non-medtronic small wire was unsuccessful. The second attempt to cross aortic arch was made with the dcs through the18fr non-medtronic sheath over a double curve non-medtronic guidewire was also unsuccessful. The third attempt to cross aortic arch was made with a non-medtronic guidewire through a non-medtronic goose neck snare. With assistance from the snare, the dcs through the 18 fr non-medtronic sheath was then successfully able to cross the aortic arch. The evolutfx-29 valve was implanted successfully. A post-dilatation with 23 millimeter non-medtronic (mm) balloon was performed. The mean invasive gradient measured 2 millimeters of mercury (mm hg). There were no vascular issues observed at time of implant. A computed tomography (CT) was performed due to the difficulty crossing the arch. Two type b dissections were identified. One dissection was located in the abdominal aorta and the other in the aortic arch. The patient was doing well post-operatively. No further was action planned at that time. Additional information was received that per the physician the procedure was delayed as a result of the difficulties. A post-implant balloon dilation was performed due to the valve appearing constrained. The 2 mmhg gradient and no regurgitation was noted following the dilation. The patient was discharged and recommended for thoracic endovascular aneurysm repair (tevar), however, patient elected conservative management instead. Follow-up computed tomography (CT) imaging has been scheduled.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [medtronic] product ID [evolutfx-29] serial (B)(6) use by date [2026-aug-23] UDI (B)(4). Image review: three static images and three media files were provided for review. Reconstruction of the aorta shows evidence of significant calcification and some tortuosity in the vasculature. The imaging shows the reported event that multiple attempts to advance the delivery catheter system (dcs) through the aortic arch failed. During the third reported attempt, a snare was used to aid in advancement of the dcs. Subsequently, the valve was successfully implanted. A post-implant computed tomography was performed and revealed evidence of a dissection in the abdominal aorta and aortic arch. Physicians should consider that complex anatomical configurations increase the risk of vascular trauma. These include but are not limited to multiplanar curvature of the aorta, acute angulation of the aorta, and severe calcification. Per the instructions for use (IFU), if two or more of these factors are present, consider an alternative access route to mitigate potential for vascular complications. The patient¿s executive summary was not provided for ana tomical review. Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.